Event description:
When inflating the band to provide pressure while removing the sheath, the tr band began to lose air. The syringe was not connected at this time. Manufacturer response for tr band, tr band (per site reporter). A defect in the product line was identified by terumo, and all impacted bands were returned to the manufacturer.